Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy from his scs system. Follow-up on (B)(6) 2014 identified the patient underwent surgical intervention to revise his scs lead. The patient reported receiving effective stimulation postoperative.